Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a vns pt complained of lead pulling sensation in her neck after falling and hitting her chest and neck. The neurologist stated that the vns device has been turned off for over a year since pt has been seizure free. It was verified that pt's device was still off and stimulation was not being delivered. Pt had her generator and lead explanted on (B)(6) 2011, and they were returned to MFR for product analysis. The generator's analysis was completed by the MFR. The septum of the generator was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids and potentially causing pain. The lead analysis showed that continuity measurements between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper electrical contact between the setscrew and the lead pin was present. The outer silicone tubing had abrasions most likely caused by the presence of a tie-down. This cut reached the inner silicone tubing of the lead coils resulting in a cut opening. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was identified other than the identified tubing openings and the cut end of the returned lead portion.